Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited post-sensed t wave oversensing. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient the pacemaker exhibited post-sensed t wave oversensing. There were no patient consequences. No additional information was reported.